Manufacturer narrative:
Risk information: per our risk documentation (B)(4), there is a greater than 95% chance of "no harm" to the donor should minor blood loss occur. The amicus operator's manual directs the user to discard the final product upon identification of a leak in any component of the disposable kit. The report indicates that the donor was disconnected prior to the incident, and that there was no breach of sterility during donation. Therefore, no risk to the donor is identified. Investigations: a batch review and complaint review were completed with satisfactory results. Additionally a traceability analysis was conducted without any complaints reported against the batches associated with the reported batch or any kit batches manufactured with the same component batch. No sample evaluation could be conducted because the sample was not returned from the customer, as it was discarded. Root cause was determined to most likely be due to a kink in the tubing caused by handling, resulting in a pressure build-up during processing of the product. No risk is posed for the donor or patient, and there are controls in place to mitigate any residual risk. Therefore, no action is required on the distributed product. However, this issue will continue to be monitored. Model # should be r4r2326f.

Event description:
Reference uf #(B)(4).